Event description:
It was reported that, during a tka surgery, while mid distal femoral burring, a warning sign flashed to screen. On opening handpiece, it was observed that the snap lock had separated. Handpiece swapped over and case was completed after a slight delay. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken. The malfunction is likely due to mechanical component failure.